Event description:
On (B)(6) 2020: follow up information was submitted to update health effect: impact code and result of complaint investigation of the returned used device (1 set) showed that the connection between tubing connector and cannula does not make the click (the click-legs of tubing connector have damages (deformed)). Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of this report (dated (B)(6) 2020), her blood glucose level went to 453 mg/dl as she faced an issue with her infusion set. Further, her blood glucose level was 449 mg/dl at 12 pm and when she looked at her site, she noticed that the infusion set's tubing had come off at the quick release and was not able to get it to lock back in place. The site location was on left side of her abdomen (2 to 3 inches from the belly button) and the pump was located on the left side on the belt. The infusion had been used for six hours and the infusions were stored in a box in her bedroom. Reportedly, there was no stress and or pull on the tubing. However, she did drop the pump, when she was using the restroom but that was after she had seen that the set was detached. Reportedly, she changed the set and it was working fine. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of this report (dated (B)(6) 2020), her blood glucose level went to 453 mg/dl as she faced an issue with her infusion set. Further, her blood glucose level was 449 mg/dl at 12 pm and when she looked at her site, she noticed that the infusion set's tubing had come off at the quick release and was not able to get it to lock back in place. The site location was on left side of her abdomen (2 to 3 inches from the belly button) and the pump was located on the left side on the belt. The infusion had been used for six hours and the infusions were stored in a box in her bedroom. Reportedly, there was no stress and or pull on the tubing. However, she did drop the pump, when she was using the restroom but that was after she had seen that the set was detached. Reportedly, she changed the set and it was working fine. No further information available.